Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm or unexpected black circle on the display during testing. The normal operating currents were unable to be performed and the battery failure was unable to be verified due to no button response. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 401 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised they received a button error alarm and were unable to clear it out. Customer woke up in the morning, attempted a bolus, the insulin pump suspended, then they received a battery failure, they removed the battery, reinserted the battery and finally received a black circle on the top of the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.